Event description:
Complainant alleged that during incoming inspection the device displayed "defib disabled" and "defib fault 85" messages. Complainant indicated that there was no patient involvement in the reported malfunction.